Event description:
It was reported that during a supply change with an inset infusion set and a prefilled cartridge, the infusion set detached from the adhesive disk when the ilet user pulled the backing too hard. The user then received guidance to replace the tubing and resume insulin delivery. No reported symptoms or adverse clinical effects. Outcomes included successful troubleshooting and education with insulin delivery resumed, and no alerts or alarms. Investigation included customer consultation and use-related troubleshooting. Investigation of this case revealed an infusion set deployment issue related to user handling during adhesive removal, consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was use error.